Event description:
It was reported the pt had their vns generator replaced for end of battery life. The explanted generator was returned to MFR and analyzed. During analysis a c6 capacitor was found to be defective. The c6 capacitor may contribute to increased battery consumption. In this case the increased battery consumption was minimal and did not significantly affect the device battery longevity.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.